Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted tones due to intermittent high out of range pace impedance measurements on the right ventricular (rv) lead. The patient was brought into the clinic and there was no noise observed on either stored electrograms (egms) or with isometric and pocket manipulation testing. There was also no sources of electromagnetic interference (emi) identified. The patient was noted to be pregnant and was approximately eight (8) weeks from their expected delivery date. Boston scientific engineering performed an analysis of the device data and did not find anything wrong with the device but recommended to test the lead and its connection to the device. Boston scientific technical services (ts) provided guidance to the healthcare providers (hcps) on potential issues with the rv lead connection in the device header. An hcp subsequently indicated that they will reset the impedance alert, retry some light pocket manipulation and configure the non-sustained episode alert with the patient in-clinic. The products remain in-service. No patient symptoms or adverse patient effects were reported. The device was subsequently explanted and replaced with an implantable cardioverter defibrillator (s-ICD) system. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted tones due to intermittent high out of range pace impedance measurements on the right ventricular (rv) lead. The patient was brought into the clinic and there was no noise observed on either stored electrograms (egms) or with isometric and pocket manipulation testing. There was also no sources of electromagnetic interference (emi) identified. The patient was noted to be pregnant and was approximately eight (8) weeks from their expected delivery date. Boston scientific engineering performed an analysis of the device data and did not find anything wrong with the device but recommended to test the lead and its connection to the device. Boston scientific technical services (ts) provided guidance to the healthcare providers (hcps) on potential issues with the rv lead connection in the device header. An hcp subsequently indicated that they will reset the impedance alert, retry some light pocket manipulation and configure the non-sustained episode alert with the patient in-clinic. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filed based on explant and replacement of the device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted tones due to intermittent high out of range pace impedance measurements on the right ventricular (rv) lead. The patient was brought into the clinic and there was no noise observed on either stored electrograms (egms) or with isometric and pocket manipulation testing. There was also no sources of electromagnetic interference (emi) identified. The patient was noted to be pregnant and was approximately eight (8) weeks from their expected delivery date. Boston scientific engineering performed an analysis of the device data and did not find anything wrong with the device but recommended to test the lead and its connection to the device. Boston scientific technical services (ts) provided guidance to the healthcare providers (hcps) on potential issues with the rv lead connection in the device header. An hcp subsequently indicated that they will reset the impedance alert, retry some light pocket manipulation and configure the non-sustained episode alert with the patient in-clinic. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.